Manufacturer narrative:
(B) (4). Eval summary: in this case, there was no reported product deficiency. Myocardial infarction (mi) and angina are known adverse events of coronary stenting as listed in the IFU. The reported mi, angina, dyspnea (shortness of breath), pain, and enzyme elevation are also recognized as no fault complications in the no fault risk assessment. Although weakness is not specifically listed in the risk assessment, it may be a sign or symptom (along with fatigue) associated with other pre-existing health conditions or with ischemia or the reported myocardial infarction, which are both addressed in the risk assessment. Although conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was also reported that during the index procedure, the proximal left anterior descending artery (lad) was direct stented (not pre-dilated) with the 3.0 x 12 mm xience v stent. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." As the pt effects were reported approximately 10 months post-procedure, it cannot be conclusively determined whether stenting without pre-dilatation contributed to the reported pt effects.

Event description:
Device issue: none. Adverse event: myocardial infarction. Time of adverse event: ten months post-procedure. It was reported via a trial that during the index procedure on (B) (6) 2008, the proximal left anterior descending artery (lad) was direct stented with a 3.0 x 12 xience v stent. There were no product issues or pt effects noted at the time of the procedure. However, on (B) (6) 2009, the pt was admitted to a foreign hospital with shortness of breath, weakness, vague abdominal pain, mild st elevation, and troponin of 45. The pt was given heparin, plavix, aspirin, metoprolol, and statins. The pt was transferred to (B) (6) hospital on (B) (6) 2009. Cardiac enzymes were tested and found to be elevated echocardiogram revealed st-elevation non q-wave mi. Percutaneous coronary intervention was performed with successful resolution on (B) (6) 2009. No additional event or pt info is available.